Event description:
It was reported that, after transferring the protocol, the pump displays the following error code: 41786. There was no patient involvement. No other additional information about the event can be provided.

Manufacturer narrative:
Initial reporter phone: (B)(6). Date of event is unknown; no information has been provided to date. One device was received, and no physical damage was found on the pump. The event history log (ehl) could not be read due to continuous alarming. The complaint was confirmed. The pump was alarming lec 41786 as soon as the device was turned on. It was unknown what caused the problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended that the mainboard be replaced.